Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
According to the information received from our field service engineer, the customer did not requested any service and asked for a cost estimation and then solved the issue by themselves. No logs provided. We are not informed about a replaced part. Therefore no further investigation was possible. H3 other text : 4117.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).